Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an episode of non-sustained right ventricular oversensing. The episode was believed to be due to oversensing of myopotentials. There were no patient symptoms noted and the patient would continue to be monitored.